Manufacturer narrative:
Customer's weight was provided as "79" the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of over 40.0 mmol/l, which she believes was caused by inaccurate insulin delivery. She was transported to the hospital by ambulance and treated with insulin, and she was discharged on (B)(6) 2015. The alleged product was requested for evaluation.